Event description:
At least 4 incidents where tracheostomy mask snap connection (metal) has failed. This results in one small piece of the metal snap connection approx 9 mm in diameter to become detached from the tracheostomy mask. This piece could then be aspirated into the pt's tracheal stoma. This has not occurred but rptr has had one close call where the staff respiratory therapist found the piece of metal snap very close to the pt's stoma. Rptr has seen this happen to one unit fresh from the package and has quarentined all of this product.